Event description:
Reporter stated that, at 1:48 pm, patient tested on the coaguchek xs system which reported a result of 2.2 inr. Earlier that day, at 10:00 am, an unspecified laboratory instrument reported the patient's inr as 1.6. No action based on the coaguchek xs result was reported and no adverse event occurred.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.